Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Cause of low bg was due to not having a continuous glucose monitoring session on the pump at the time of the event. Customer consumed carbohydrates to address the bg. Reportedly, the customer continued to use the pump for insulin therapy.